Event description:
It was reported that the programmer's connector for its radiofrequency programmer heads was not working, so the programmer was unable to interrogate devices. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 software analyzer. (B)(4).